Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the screen powers on the backlight but the screen stays blank.¿. The unit was triaged and the reported issue was confirmed. Liquid ingress caused the printed circuit board (pcb) to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/7/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found that under dc power, the unit comes on, the screen powers on the backlight but the screen stays blank. The service tech also found that under ac power, the unit comes on, the screen powers on the backlight then a black box comes on and flickers.